Event description:
Information was received indicating that a pump with cadd medication cassettes attached was exhibiting a problem. It is unknown what the problem was. Per reporter the end user was able to infuse medication and the cassettes were replaced for the end user.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review. E4: initial reporter also sent report to FDA is unknown.